Event description:
It was reported that the patient began noticing a change in efficacy in (B)(6) 2012. The patient noted increased toe walking, increased clonus, and increased spasms; although, not as severe as baseline prior to pump placement. In january, the pump dose was increased, and a 50 mcg test bolus was delivered. It was noted the patient had an immediate response; however, that response waned after hours. An x-ray was performed on (B)(6) 2013 and revealed a catheter fracture in the spinal segment just before the anchor. The patient was supplemented with oral baclofen 10 mg, three times per day. The patient's symptoms also included increased spasticity with leg symptoms, and suboptimal response to intrathecal baclofen, impacting function and fatigue. The patient required hospitalization. A surgical revision was performed and the surgeon confirmed a complete break, but was also unable to aspirate cerebrospinal fluid (csf) from the spinal segment. The spinal segment was replaced and the patient was restarted on the same dose, with weaning of their oral medication planned. The patient was home and stable, but they were still trying to find the right dose. They were titrating downward, as the post-operative dose proved to be too high as the patient was too hypotonic. The pump was being used to deliver gablofen.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).